Manufacturer narrative:
Sc-8216-50 (sn (B)(6)) the returned lead was analyzed and visual inspection revealed two contacts were crushed by the ipg setscrew. With all the available information, boston scientific concludes that high impedance was confirmed. The proximal end was not fully inserted into the ipg port when the setscrew was tightened, causing the damage to the spacer and the two contacts. Sc-1232 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patients lead had high impedances. The patient underwent a lead and a battery replacement procedure. The patient was doing well post operatively.

Event description:
It was reported that patients lead had high impedances. The patient underwent a lead and ipg replacement procedure. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 582405.